Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the meter had emitted an error alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 03/18/2014-device evaluation:the pump has been returned and evaluated by product analysis on 02/28/2014 with the following findings:during investigation, the meter immediately emitted an error after powering on. The error message could not be cleared and the pump and meter could not be paired. The investigation could not be adequately completed due to the error message that was unable to be cleared.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.